Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Patient code e050303 is being used to capture the reportable event of pulmonary embolism. Patient code e230101 is being used to capture the reportable event of fever. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a spaceoar placement procedure, which led to vascular migration of hydrogel and a resulting pulmonary embolism; this was confirmed by computerized tomography (CT) scan on (B)(6), showing gel presence in both pulmonary arteries. The patient developed a fever on (B)(6) that lasted 4-5 days and was successfully treated with antibiotics. During a follow-up visit on (B)(6) 2025, the patient underwent consultation and imaging with the cardiology department. The patient was reported to be currently asymptomatic; fever has decreased, and no respiratory symptoms. The radiation therapy was performed as scheduled.